Manufacturer narrative:
There was no death or device malfunction with the defibrillation event. Device evaluation summary monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacturer date: monitor: 04/17/2020. Electrode belt: 04/20/2018. Additional appropriate defibrillation narrative: the patient experienced 3 appropriate treatments, but treatment three arrythmia was unable to convert.

Event description:
A us distributor contacted zoll to report that a patient experienced an appropriate treatment event consisting of 3 shocks. The patient was in the hospital at the time of the event. The patient's nurse reported that the patient was unconscious and the nurses performed CPR and were successful in reviving the patient. It was reported that on (B)(6) 2020, the patient coded a few times. After coding, the patient became stable, was intubated, and admitted to the ICU. After the treatments, the patient was being monitored on hospital equipment and not the lifevest. At 18:58:29 on (B)(6) 2020 the patient received an appropriate treatment. The patient's rhythm at the time of the treatment was ventricular tachycardia (vt) at 170 bpm, and the post shock rhythm was an idioventricular rhythm at 85 bpm. There was intermittent response button use from 19:00:15 to 19:01:28, but it is unclear who was pressing the response buttons. The patient experienced a second appropriate treatment at 19:03:56. The patient's rhythm at the time of the treatment was vt at 170 bpm followed by CPR/motion artifact. The patient's arrhythmias were successfully converted to life-sustaining rhythms as a result of the treatment events. Appropriate treatment three occurred at 20:25:01. The patient's rhythm was vt at 160 bpm, but the arrythmia was unable to convert and the patient's post shock rhythm was vt at 160 bpm with motion artifact. A non-treatable rhythm was declared at 20:25:39 on (B)(6) 2020. The patient ended use of the lifevest.